Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the permanent procedure, the pt experienced nausea in post operative recovery as a result of a cerebrospinal fluid leakage due to a dural puncture when placing the lead. The case was completed; however, the pt was hospitalized overnight as precaution. F/u identified the issue is resolved.